Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a damaged block assembly, cracked tank cover, and chipped front cover. The customer stated problem was duplicated. Overtightening the tank cover screws caused it to crack. The cause of the reported problem was traced to customer manipulation of the device and was also a known manufacturing issue. The reported failure resulted from a known tank cover cracking issues due to bowing addressed through a scar (supplier corrective action report). No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is leaking from the bottom. No patient involvement reported.